Event description:
It was reported that the patient experienced episodes of low blood glucose at 72 mg/dl after meals while using the ilet bionic pancreas, with the patient and their clinical diabetes specialist suspecting meal announcements as a contributing factor; the patient self-treated the lows and returned to range, and additional training was assigned to address use of the system. Investigation of this case revealed that the cause of hypoglycemia was not determined. No symptoms associated with hypoglycemia. Outcomes included temporary impairment that required oral glucose treatment. It was concluded that the event was related to use conditions with cause unclear, and further user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.